Event description:
Customer reported that she had a blank display on the screen and when she replaced the batteries she received a battery out limit alarm. Customer mentioned that the insulin pump was dropped in the morning prior to the blank display. Through troubleshooting it was noted that the blank display did return with the insertion of a new battery. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.